Event description:
It was reported that an endovascular stent graft did not completely open upon deployment at the venous anastomosis of an upper arm av graft. Reportedly, once deployed, the stent graft did not open completely and migrated to the subclavian vein. A snare was used to pull the stent graft back to the intended treatment site; however, when the stent graft was release from the snare, it again migrated to the subclavian vein. A pta balloon dilatation catheter was advanced to a point just distal to the stent graft and the balloon was inflated to prevent further movement. The snare was then used to pull the stent back to the venous anastomosis. The pta balloon catheter and snare were removed. Another MFR's stent was then advanced and deployed on top of the unopened stent graft, pinning it in place against the wall of the vessel. Final angiography demonstrated suitable patency results of the treatment site. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent graft remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.